Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07423. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient anterior and posterior colporrhaphy, cystoscopy and boston scientific advantage fit implant on (B)(6) 2014 due to sui, pelvic pain, dyspareunia, recurrent cystocele and rectocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, an urethrocele, a cystocele, and paravaginal defects. It was reported that post insertion the patient experienced pain and recurrence. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07423. The same patient is represented in each medwatch

Manufacturer narrative:
It was reported that the patient concurrently underwent suburethral sling anterior colporrhaphy, paravaginal suspension, vaginal colpopexy, and cystoscopy.

Event description:
It was reported that the patient concurrently underwent suburethral sling anterior colporrhaphy, paravaginal suspension, vaginal colpopexy, and cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, recurrence. It was reported that the patient underwent mesh removal on (B)(6) 2014 due to pain dyspareunia, recurring incontinence. (B)(4).